Event description:
It was reported that customer states: during use for an operation, they smelled something burning and confirmed smoke went up from the unit. No pt harm.

Manufacturer narrative:
The warmtouch 5200 and 5300 pt warmer have been discontinued and are being replaced with a new designed warmtouch pt warmer. Active customers have been notified of the availability of the new 5300a model which addresses the potential failure mode. The hepa filter had not been changed. It is unk if the warmtouch automatically shut-down or step-down.